Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic pulmonary lobectomy, when the device was being applied to the pulmonary lobe, it did not fire. It was noted that the surgeon was able to press the green button but was not able to squeeze the handle. The device was changed to another handle to complete the case. There was no patient injury.